Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom technical support on (B)(6) 2014 to report on behalf of trial patient that the receiver displayed a hardware error on (B)(6) 2014. Nurse reset the device and the reported issue was resolved. At the time of contact the nurse did not report any injury or medical intervention.